Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately low. The complaint was classified based on the customer care advocate¿s (cca) documentation. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient claimed the alleged issue began during the (B)(6). He reportedly tested on the subject meter in the morning (time unknown) and observed a value of ¿220mg/dl.¿ the patient manages his diabetes with novolog insulin 10 units at mealtimes and 1000mg metformin pills and continued with his usual diabetes management routine in response to the alleged issue. The patient denied having any symptoms at the time of testing. He claimed that approximately 2 hours later while at the pharmacy, he collapsed. He stated he only recalls waking up in the hospital at an unknown time. The patient claimed his blood glucose was tested in the hospital using an unknown hospital meter and the reading was ¿800mg/dl.¿ the patient received treatment of insulin (unknown amount) in the hospital and was released after 3 days. The cca confirmed the meter was set to the correct unit of measure. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a high glucose excursion that required medical intervention by a healthcare professional after the alleged meter issue began.